Event description:
The article, "prognostic value of the cally index in predicting all-cause mortality after transcatheter aortic valve implantation: atwo-year follow-up study", was reviewed. This research article is a retrospective single-center experience to evaluate the prognostic significance of the c-reactive protein¿albumin¿lymphocyte (cally) index in patients with aortic stenosis undergoing transcatheter aortic valve implantation (tavi) and examine its association with all-cause mortality. The devices included in the study were corevalve, evolut pro/r, portico, acurate neo, edwards sapien xt/s3, and sapien 3 ultra. The article concluded that the cally index is associated with all-cause mortality after tavi. Although its overall discriminative ability was limited, its relatively faborable performance compared with other immune-inflammatory biomarkers supports the potential use of the cally index as a practical tool for post-tavi risk stratification. "[The primary and corresponding author was zeynep guner, department of cardiology, uzunköprü state hospital, edirne 22000, turkey, with corresponding e-mail: zeynepesra.guner@saglik.gov.tr.]" This study included patients who underwent tavi from 01 january 2018 to 31 december 2023. A total of 303 patients were included in the study, of which an unknown number received an abbott device. The average age was 78.2 years. The majority gender was female. Comorbidities included atrial fibrillation, hypertension, diabetes mellitus, hyperlipidemia, chronic kidney disease, cerebrovascular disease, chronic obstructive pulmonary disease, peripheral artery disease, coronary artery disease, anemia, and previous coronary artery bypass graft, valve surgery, and percutaneous coronary intervention.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes mellitus, hyperlipidemia, chronic kidney disease, cerebrovascular disease, chronic obstructive pulmonary disease, peripheral artery disease, coronary artery disease, anemia, and previous coronary artery bypass graft, valve surgery, and percutaneous coronary intervention. Complications reported included perivalvular leak, pericardial effusion, vascular dissection, renal failure, aortic valve regurgitation, arrhythmia, atrial fibrillation, anemia, surgical intervention (permanent pacemaker), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: prognostic value of the cally index in predicting all-cause mortality after transcatheter aortic valve implantation: a two-year follow-up studyb2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.